Event description:
New event information as of (B)(6) 2013 made this a reportable event. It was reported that an acl procedure was performed on (B)(6) 2009. Patient had pain after surgery and MRI showed the tibial screw was broken. On (B)(6) 2009 there was a revision surgery. No other information available.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Based on the information provided and device evaluation, complainant's event typically caused by not inserting the implant co-axial to the bone tunnel, prying/leveraging the implant, flexing the joint during insertion or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.